Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure prompted by an acute mi two resolute onyx rx coronary drug eluting stents, 3.0 x 34mm and a 3.0 x 15mm, were used to treat a moderately calcified, moderately tortuous lesion exhibiting 90% stenosis in the mid distal right coronary artery (rca). The devices were inspected with no issues noted. The lesion was not pre-dilated. The devices did not pass through any previously deployed stents. Resistance was not encountered. Excessive force was not used. It was reported that 4-6 hours after the stents were implanted stent thrombosis occurred. Two additional resolute onyx stents, 3.0 x 18mm and a 3.5 x 15mm, were used to treat the stent thrombosis in the proximal rca. It was reported that a dissection occurred in the proximal rca above the 3.00x15mm resolute onyx stent. It was stated that it was unknown if the dissection was caused by a stent or due to anatomy. The patient is stable and doing well in ICU.